Manufacturer narrative:
Service was declined as the customer did not question system performance. A definitive cause of the incident is unknown.

Event description:
The customer reported erroneous total beta human chorionic gonadotrophin (tbhcg) result, above the normal reference range, for one patient, involving the unicel dxi 800 access immunoassay system used in conjunction with access total bhcg assay and calibrators. An initial result of approximately 800 iu/l was obtained and released out of the laboratory. As a result, the physician diagnosed ectopic pregnancy and the patient was prepared for surgery. Surgery was cancelled when a negative repeat result was obtained. There has been no report of current patient outcome to date.